Manufacturer narrative:
Pump passed prime/a33 test and excessive no delivery test. Unable to confirm motor error alarm and unable to perform displacement test, basic occlusion, occlusion test due to reservoir tube lip broken off. The motor was tested outside of the device and passed. Pump received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 257mg/dl at the time of the incident. The customer stated that the drive support cap was normal t and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.